Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. The insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error alarm. Their blood glucose was unknown. This was a recurrence because power error troubleshooting was already done within a week of troubleshooting a previous occurrence. They were advised that the insulin pump would need to be replaced. The pump will be returned for analysis.